Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient¿s parent stated the sensor failed after warm-up and her daughter did not know her glucose value. The patient was at college when the event occurred. She went to the emergency department as she did not know her glucose value; there was no documentation or report of symptoms. It was determined by the medical staff that the patient was hyperglycemic with ketones. She was treated with insulin and IV fluids and released after four ¿ six hours. At the time of the report, the patient was doing good. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.